Event description:
This is the second time I've had a intrathecal baclofen pump failure. Initially my pump stopped working in 2000, and original implant was in 1998, I had to have a reimplant in 2000, and luckily had few adverse effects. The second pump failure was life threatening. The implant was in 2000, and in 2005. I was having pump failure symptomology and not until 2006, was it discovered. There are several issues that need to be addressed. The primary problem to me is that medtronic needs to have their pumps and computerized programmers investigated. I could have lost my life and it may be that I am the only one to step forward now but I'm sure other clients have experienced the same problems but may not reported it yet. Also the hospitals, physicians should have the education that is required bt jcaho accreditation to recognize symptoms of pump failure and how to treat it. I presented my medic alert card, during my ordeal and the physicians nurse etc., were clueless. I was hospitalized in 2005, then 3 ER visits, 1 with the squad, and then I was so ill that I was admitted for 12 days in 2006. The reason I am writing now is because my recovery has really taken about this long. I can further discuss my concern at your convenience. Dates of use: #1 1998, #2 2006; diagnosis: idiopathic torsion dystonia; event abated after use stopped: yes.